Event description:
Customer reports that the unit's cardioplegia was not circulating while setting up for a case on friday, biomed tested the device immediately and received similar results, brought it down to their biomed shop and the cpg suddenly started working. The customer believes that this issue is likely tied to the cpg pump, which may be freezing up and needs to be replaced.

Manufacturer narrative:
The customer notified cardioquip that the unit's cardioplegia was not circulating while setting up for a case. Cardioquip's investigation determined that the cpg pump was nonfunctional and required replacement. Following replacement, the device passed inspection, and is fully operational.